Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device delivered atp on a 1/1 atrial tachycardia. It is probably due to the sudden onset with parad+ the physician waits for recommendations to reprogram the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of the provided data confirmed that the two arrhythmia episodes that were treated are most probably junctional tachycardias. Two arrhythmia episodes were recorded on (B)(6) 2024, labelled ¿vt¿ and both led to the delivery of atp bursts at 22h01 and at 22h02. These arrhythmias are most likely junctional tachycardias because of the stability of the ventricles and the short va conduction. Atp was delivered as per specifications and atp is efficient to stop these junctional tachycardias. Even if atp first goal is to treat ventricular tachycardia, atp is efficient on the junctional tachycardias of this subject case report and the decision to treat them or not treat them is solely left to the physician¿s discretion. To avoid treatment of these junctional tachycardia, the vt zone should be programmed higher than the junctional tachycardia rate, therefore higher than 180bpm, leading to the reprogramming of the vt zone from 160bpm to 180bpm. Since the vt zone was initially programmed at 160bpm, it is most probably due to the rate of previous vt episodes the patient had in the past. Vt zone reprogramming to a higher rate can only be done after the strong check of the rates of all previous vt episodes. The esc guidelines indicate that the vt zone shall be programmed at the minimum value between ¿slowest vt rate - 10bpm¿ and 185bpm. Reprogramming decision is solely left to the physician¿s discretion. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the device delivered atp on a 1/1 atrial tachycardia. It is probably due to the sudden onset with parad+ the physician waits for recommendations to reprogram the device.

Event description:
Reportedly, the device delivered atp on a 1/1 atrial tachycardia. It is probably due to the sudden onset with parad+ the physician waits for recommendations to reprogram the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of the provided data confirmed that the two arrhythmia episodes that were treated are most probably junctional tachycardias. Two arrhythmia episodes were recorded on (B)(6) 2024, labelled ¿vt¿ and both led to the delivery of atp bursts at 22h01 and at 22h02. These arrhythmias are most likely junctional tachycardias because of the stability of the ventricles and the short va conduction. Atp was delivered as per specifications and atp is efficient to stop these junctional tachycardias. Even if atp first goal is to treat ventricular tachycardia, atp is efficient on the junctional tachycardias of this subject case report and the decision to treat them or not treat them is solely left to the physician¿s discretion. To avoid treatment of these junctional tachycardia, the vt zone should be programmed higher than the junctional tachycardia rate, therefore higher than 180bpm, leading to the reprogramming of the vt zone from 160bpm to 180bpm. Since the vt zone was initially programmed at 160bpm, it is most probably due to the rate of previous vt episodes the patient had in the past. Vt zone reprogramming to a higher rate can only be done after the strong check of the rates of all previous vt episodes. The esc guidelines indicate that the vt zone shall be programmed at the minimum value between ¿slowest vt rate - 10bpm¿ and 185bpm. Reprogramming decision is solely left to the physician¿s discretion. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.